Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error and replaced battery alarm. Customer stated that insulin pump had battery out limit but none of the buttons were working and could not clear the alarm. Customer stated that insulin pump's up and down arrows work but none of the others work. No harm requiring medical intervention was reported. The device will not be returned for analysis.